Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The current blood glucose level was 105 mg/dl. The other relevant blood glucose level was 200 mg/dl to 300 mg/dl, 105 mg/dl, 300 mg/dl to 400 mg/dl, 401 mg/dl, 154 mg/dl, 105 mg/dl. The customer treated with bolus for high blood glucose. Troubleshooting was performed for high blood glucose. The customer stated that they experienced low blood glucose level was from 32 mg/dl to 527 mg/dl. The customer was alleging possible insulin pump for under delivery. The devices will not be returned for analysis.